Event description:
It was reported that tandem mobi pump generated cartridge alarm during cartridge loading process, and caller confirmed previous similar alarms with same pump. There was no adverse impact to the customer¿s blood glucose level. Customer was instructed to use multiple daily injections as backup insulin therapy, put pump into storage mode, and return problematic pump to tandem within specified time using provided materials, and technical support arranged shipment of replacement pump with updated software and advised customer to re-enter pump settings and reconnect continuous glucose monitor on replacement device.